Manufacturer narrative:
H.6 investigation summary: bd had not received samples or photos for investigation. Therefore, 10 retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to defective scale markings as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode defective scale markings. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that while using the bd preset¿ arterial blood collection syringe that the scale marks on the device where the volumetric are are not able to be read. The following information was provided by the initial reporter: on (B)(6) 2023, a nurse in the endocrinology department of our hospital found that the scale of the blood collection device was blurred when preparing to examine the patient.